Event description:
It was reported that the patient had required intervention for hypoglycemia. The patient's blood glucose levels had dropped to 16 mg/dl while wearing the pod between 24 and 36 hours. Upon arrival of the paramedics the patient was treated with a shot of glucose. The patient did not go to the hospital. The paramedics was with the patient for 25 minutes. The patient reports at the time of this call their blood glucose level was 64 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.